Manufacturer narrative:
The investigation determined the event was due to the issue with the solenoid valve found by the field service engineer and due to the customer's use of blood bank saline in place of nerl water on the analyzer. The issue was resolved after the correction of both issues.

Event description:
There was an allegation of questionable results for multiple assays from the cobas integra 400 plus analyzer. The samples were sent to another laboratory for repeat testing. Two examples were provided: example 1 initial potassium result was 5.3 mmol/l and the repeat result was 4.0 mmol/l. The initial phosphorus result was 578.3 mg/dl with a data flag and the repeat result was 4.0 mg/dl. Example 2 initial potassium result was 5.1 mmol/l and the repeat result was 3.1 mmol/l. The initial phosphorus result was 577.3 mg/dl with a data flag and the repeat result was 1.8 mg/dl. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.

Manufacturer narrative:
The potassium electrode lot number and expiration date were requested but were not provided. The phosphorus reagent lot number and expiration date were requested but were not provided. The customer primed the fluid system, activated the electrodes, performed electrode service, and initialized the ise module. They found probe c was bent and replaced it, then primed and activated the electrodes again and ran qc. The customer found they had used blood bank saline in place of nerl water on the analyzer on the date of the event. The field service engineer found a damaged solenoid valve and replaced it. The investigation is ongoing.